Event description:
Customer reported pump malfunction. Rn states, while in pt room, device was bumped and it shut down. Channel was restored and appeared to be functioning. A couple of hours after the first incident, team was in pt room, the pump was bumped again and the channel shut down. Channel was restored and appeared to be functioning. Nurse immediately replaced lvp with a new device. There was no pt harm and no medical intervention was required.

Manufacturer narrative:
(B)(4). Customer stated that the device will be returned. Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.